Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent surgery due to lumbar degeneration during the surgery, the doctor found one product slipped, he had to replace new one to complete the surgery. No patient complications were reported. Update received on (B)(6) 2016 the product came in contact with the patient. Surgery date is (B)(6) 2016

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.